Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the 1.8 mm drill bit broke, the distal end remained in the patient. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that there were no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional product codes: hsz, gfa, gff. A manufacturing evaluation was completed: drill bits broke at distal end; tip from 510.509 remained in patient; 513.030 returned completely. The returned part from drill bit 310.509 and the complete drill bit 513.030 were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard (1.4112). Our investigation for both instruments have shown that the tip is broken distal and the cutting edges are blunt. It is likely that too much mechanical force or possible contact with other metallic parts during drilling may have caused these damage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.